Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, the atrial lead was determined to have dislodged. Subsequently, surgical intervention was undertaken to explant and replace the lead. No adverse consequences were reported.